Event description:
It was reported that there was a continuous cassette not attached error when the cassette was clearly attached. There was unknown patient involvement and unknown patient harm/adverse event was reported.

Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, event history log review, and no disposable alarm (nda) testing that passed the customer problem was duplicated. The pump was found to have a damaged degraded downstream occlusion (dso) seal and there were multiple instances of "high alarm displayed: cassette not attached properly" found in the event history logs. The cause of the customer reported problem was the degraded dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor assembly, and the pump passed all functionals tests and performed as intended.